Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the device was leaking. It was taken out then reinserted due to no replacements being available at the time. When a replacement became available, the device was removed.